Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure and was doing well post-operatively.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo a revision proce dure.